Manufacturer narrative:
Block h6: device code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked and the over-sheath was not returned with the device. Microscopic examination was performed on the bushing, and it was observed that the bushing had hits on one of its hooks and the bushing tabs were rounded. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional examination was also performed between the hooks of the bushing, and one measure was confirmed to be out of specification.the bushing tabs were measured and it had different measures. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. Reportedly, the device was pulled out from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. Reportedly, the device was pulled out from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.